Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post op check the rv lead threshold was found to be elevated and the r waves were half of what they were at implant. A lead revision was performed on (B)(6) 2018 and the lead was moved to a more septal position. Patient is stable.